Event description:
It was reported that the ilet entered bg run mode after the user paired a dexcom g7 cgm to the dexcom app without entering the sensor code into the ilet, resulting in improper cgm pairing and reliance on manual bg entries. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.